Event description:
The customer called to report an error alarm. The alarm was cleared. It was stated that the customer received an error alarm in the middle of the night and was not aware of it. The customer woke up feeling sick but did not check the pump. Later the customer was hospitalized for high bgs. Bgs were treated with insulin drip. Assisted the customer to reprogram the settings on the pump.